Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The initial report was duplicated, and software was installed. The investigation also found that the dso seal was torn. The device was repaired. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that in the process of upgrading the software the device gets stuck in the middle of the process. During investigation, it was found that there was a torn dso seal. There was no patient involved and no adverse harm reported.